Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 11-301815. Lot number: 697830. Brand name: arcos 15x200mm. Multiple reports were submitted along with this report 0001825034-2021-02003. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip revision surgery, the proximal body would not fully engage the taper on the distal stem. Which lead to the surgeon cementing the stem into the bone. No additional patient consequences were reported and additional information on the reported event is unavailable.